Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a severe hypoglycemic event while using the ilet, following a typical meal announcement and eating less than usual, resulting in loss of consciousness for several hours; the device alerted for low glucose, and the user later reported infusion-site issues and sustained hyperglycemia around the same period while using 6 mm, 23 in contact detach infusion sets. Symptoms included sweating, tachycardia, and syncope. Outcomes included hypoglycemia with a reported nadir of 40 mg/dl and prolonged out-of-range glucose for about four hours without external assistance or medical intervention at the time of the event, and later hospitalization for a mild heart attack that the treating facility attributed to pre-existing congestive heart failure and not to diabetes or device use. Investigation included complaint intake, user interview, and troubleshooting and education on proper infusion set changes and pump restart with customer care support and prefilled cartridge use. Investigation of this case revealed user-reported site failures associated with high glucose and improper infusion set change technique, while the hypoglycemia was temporally associated with an overestimation of carbohydrate intake; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.